Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm and failed battery test after changing battery. The customer also reported that they received a no delivery alarm while attempting to change the infusion set. The customer stated that they had to reset time and date. The customer's blood glucose was 62 mg/dl at the time of incident. The customer's blood glucose was around 130 mg/dl at the time of call. The customer stated that the insulin did exit after reconnecting the tubing and reservoir and performed plunger push. The insulin pump will not be returned for analysis.